Event description:
Procedure: unknown. Reportedly, the instrument was placed on the vessel and cut instead of clipped due to lack of clips. The instrument appeared to be empty. Another instrument was used to complete the procedure.